Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 2pm. The reporter stated the patient obtained blood glucose results of "450 and 200 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. Several days prior to the start of the alleged issue, the reporter claimed the patient "had an attack" and her "blood sugar dropped." The patient treated self with a glucagon injection. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was unable to walk the patient through a control solution test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.